Manufacturer narrative:
Unit has not yet been returned to manufacturer for evaluation. Follow-up report will be filed if necessary based upon results of manufacturer's investigation.

Event description:
It was reported that the unit had a melted case. No patient involvement or adverse consequences were reported.